Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 606 mg/dl at the time incident and current blood glucose was 159 mg/dl. Customer declined to troubleshoot for high blood glucose. The customer had symptoms had such as diarrhea, fatigued, nausea, vomiting. The customer was treated in the hospital. The customer stated that the approximate size of air bubbles was large air bubbles. The customer was wearing the pump at the time of hospitalization. The customer was advised to the patient call the help line for assistance with the air bubbles and further troubleshoot. The insulin pump will not be returned for analysis.